Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was experiencing ongoing elevated blood glucose (bg) levels. Bg values not provided. The customer alleged that the pump was not delivering insulin properly. Although requested, no additional information was provided.